Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient observed air in the patient line of a homechoice cassette without an alarm. This occurred during the initial drain phase of peritoneal dialysis therapy. The patient was connected to the device at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event; however, it was noted that it was unknown if the patient line of the cassette was properly primed prior to the patient connecting for therapy. The technical service representative assisted with ending therapy. Proper procedures were reviewed and the patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.